Manufacturer narrative:
Reported event: an event regarding revision involving unknown simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised. During the primary procedure, the patient had a bone defect which was addressed using bone cement (confirmed as simplex, type of simplex unknown). The cement broke apart inside the patient. The cement was removed, the defect corrected surgically, and the all poly tibial component was revised to a 5x9 ps insert and universal baseplate with a stem and augments. Rep confirmed there were no allegations against the revised tibial component, provided primary and revision usage, and confirmed that no further information will be released by the hospital or surgeon.